Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left mentor smooth round high profile 310cc saline prosthesis, catalog: 3503310. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation with mentor smooth round high profile 310cc saline prostheses experienced bilateral deflation of the breast prostheses post procedure. At the time of this report, mentor has received no information regarding explant date. See manufacturer report number 1645337-2018-04562 for the contralateral prosthesis.